Event description:
During a diagnostic angiographic procedure, a device was deployed, and no bleeding occurred at that time. A few hrs later, a small hematoma formed. The next day, a pseudoaneurysm, approximately 2 x 3 fm., was noted. Ultrasound guided external compression was used to resolve the pseudoaneurysm, in order to preclude permanent impairment. The pt was released with no sequelae or further complications.